Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified 5 depressed battery contact pins which contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported symptom of intermittent shutdowns which was confirmed through the presence of "battery alert!" And "improper shutdown!" Messages in the event history log. The cause was determined to be depressed battery contacts on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump intermittently shut down and did not recognize the battery. There was no known patient injury or medical intervention associated with this event. No additional information is available.